Manufacturer narrative:
Device 4 of 4 e1: patient city: brampton, patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On (B)(6) 2024, it was reported by the patient that four infusion set was leaking at 2am this morning from the site. No further information available.